Event description:
A customer reported a shattered touchscreen and that the pump will not work. There was no adverse impact to the customer's blood glucose level. The customer declined to follow up with customer technical support, and no further information was obtained. No additional corrective actions were documented.